Event description:
Additional information was received that the rv lead had high impedance both with the device and the pacing system analyzer (psa) , and the lead looked suspicious under fluoroscopy.

Manufacturer narrative:
At this time, the lead remains capped and implanted. If the lead is explanted is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a revision for normal battery depletion the right ventricular (rv) lead had impedance values of 1500 ohms and high thresholds. The physician decided to surgically abandon and replace the lead. No additional adverse patient effects were reported.